Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has been receiving inadequate coverage on the right side. X-rays were ordered but the results are unknown. Surgical intervention may be pending to address this issue.